Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI #: (B)(4). Codes for leads: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2019, it was determined the left lead seemed to be placed about 1 vertebral body higher than needed. The patient had a return of symptoms in both their right and left legs and they started seeing the settings not available message. They met with the rep on (B)(6) 2019 for reprogramming. The rep was able to program the right lead to give coverage to the right leg, which is where the patient needs more coverage. The left lead was found to have high impedances (>40,000 ohms) on contacts 1, 2, 10, 12, 13 and 15, so the rep was only able to reprogram the left side using only about half of the left lead. It was noted the patient doesn't need stimulation as much in their left leg but they like it for balancing the feeling they have in the right leg. No further troubleshooting was needed since the issue was resolved prior to the rep contacting technical services. The rep also reported that it was unknown which activity, if any, prompted this event; however, they did mention that the patient was lifting 50 pound bags of dog food at their job. The patient was in the process of getting a new job, and once they establish their new insurance, a lead replacement surgery will be scheduled to address these lead issues. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, which was confirmed with the healthcare provider and/or the patient. They reported that a lead migration was confirmed with x-ray. The serial number of the left lead could not be determined. They confirmed that they were first made aware of the left lead being higher than needed and a lead replacement was planned when they met with the patient for reprogramming on (B)(6) 2019. No further complications were reported or anticipated.